Manufacturer narrative:
Motor error alarm during the basic occlusion test and a33 alarm during prime/delivery test at 4 lbs. Due to moisture damage force sensor resistor. Unable to perform the occlusion and excessive no delivery test due to motor error alarm and a33 alarm. Pump received with cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during basal. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was not provided. The customer reported receiving three motor error alarms over three months leading up to the call. Customer stated that the device sprayed out insulin when she released the act button. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.